Event description:
A customer reported experiencing cgm error 42. The incident did not adversely impact the customer's blood glucose level. Technical support provided assistance for a pump reset, after which the customer successfully started their sensor session without further error codes.